Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three months and five days post a port placement via right internal jugular vein in the right chest wall, the device allegedly unable to draw back blood normally. It was further reported that after the impact of the examination found that the catheter breaks. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Four photos were provided for review. The photo shows a partial break in the catheter. Therefore, the investigation is confirmed for the reported suction and catheter fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three months and five days post a port placement via right internal jugular vein in the right chest wall, the device allegedly unable to draw back blood normally. It was further reported that after the impact of the examination found that the catheter breaks. There was no reported patient injury.